Event description:
A medtronic ent representative received an e-mailed report from a site that, while in an ear, nose & throat (ent) procedure, images were lost and the site had to re-register the patient. No further details regarding the issue were provided in the e-mail. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, was told that "images lost" meant they were not able to see the emitter square in the tracking view. The site attempted manipulating the emitter and changing out the patient tracker without resolution. The navigation system was re-booted, the emitter was visible in tracking details and instruments were tracked without issue. The surgery proceeded as planned. Another medtronic representative covered a subsequent surgery to ensure proper workflow. No further issues have been reported. Software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.